Event description:
Boston scientific received information that noise was noted on this right ventricular lead, which led to oversensing and pacing inhibition. This resulted in 2-3 seconds of asystole, however the patient did not exhibit any symptoms as the patient was in the hospital at the time. During an elective device replacement procedure, the lead was explanted and replaced. During the explant procedure, the physician noted abrasion of the lead insulation, however it was noted this may have occurred at explant. The procedure was successfully completed with no adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The lead did not pass the resistance measurement test, and visual inspection revealed this was due to an outer coil fracture and insulation damage near the terminal pin. Due to the location and type of damage, laboratory analysis determined it is likely that this was caused by entrapment in the clavicle/ first-rib region, and resulted in the clinical observations.